Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the adc freestyle libre 2 sensor detached on day 1 of wear while a (B)(6) year-old customer was asleep. On (B)(6) 2021, as a result, the caregiver provided "insulin shots" as the customer was "feeling low and not able to get a reading because of the sensor falling off." No further information was provided. Of note, the treatment of insulin may be inconsistent with the customer "feeling low," possibly indicating hypoglycemia. There was no report of death or permanent injury associated with this event.